Event description:
In an article titled "global symposium on motion preservation technology "intra-operative fracture of the spinous process in one pt," the following was reported: "a physician implanted two x-stop devices into a pt at levels l3-l4 and l4-l5. In the hours following the procedure, the x-stop migrated posteriorly. Reportedly, this could be due to anatomical conditions of limited space between the spinous processes of level l4-l5." No additional information was reported.

Manufacturer narrative:
Model #: 12mm x-stop. Report source: global symposium on motion preservation technology "intra-operative fracture of the spinous process in one pt". Barbagallo g; olindo g; corbino l., platania n., albanese v; univ. Of catania, neurosurgery , catania italy. Device not returned, internal review of literature, follow-up with author.